Manufacturer narrative:
An event of high gradients, mild aortic regurgitation and shortness of breath was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_837 - trifecta gt pmcf, patient site ID: (B)(6). It was reported that on (B)(6) 2017, a 21mm trifecta gt valve was successfully implanted in a patient. The valve had been sized using a trifecta sizer set. On an unknown date in (B)(6) 2020, the patient had an outpatient echocardiogram performed and revealed high gradients. The patient was asymptomatic and the max pressure gradient (pg) was 77 mmhg and a mean pg of 47 mmhg. In (B)(6) 2020, another transthoracic echocardiogram (tte) was performed, that revealed a max pg of 55 mmhg, mean pg of 33 mmhg, and mild aortic regurgitation. On (B)(6) 2020, a transesophageal echocardiogram (tee) and left heart catherization were also performed. The left heart catherization revealed a mean gradient of 27 mmhg. The decision was made to start the patient on statin therapy. On an unknown day in the beginning of (B)(6) 2023, the patient presented to the hospital with shortness of breath. An aortic valve replacement is being planned and will be conducted on (B)(6) 2023. The patient is currently discharged to home after undergoing radiofrequency ablation for renal cancer that was incidentally found during work-up for redo aortic valve replacement. The cause of the high gradients is attributed to structural valve deterioration, decreased leaflet movement of the 21mm trifecta gt valve over the past 3 years, and the patient's hypercholesterolemia.